Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump separated during the patient¿s sleep, resulting in a nonfunctional device with an unusable screen; the device had been synced prior to shut down and a replacement was arranged, with a request for the original device to be returned. Symptoms included no injury. Outcomes included interruption of insulin delivery requiring backup therapy without hospitalization. Investigation of this case revealed the device experienced a screen failure with physical separation of components consistent with damage during use. It was concluded that the device malfunctioned due to hardware damage affecting the screen and pump assembly, necessitating replacement.